Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redw3738 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the patient was admitted to the hospital's anorectal surgery on (B)(6) 2021 for postoperative chemotherapy for rectal adenocarcinoma, and received PICC catheterization for chemotherapy on (B)(6) and was discharged with the tube on (B)(6) and re-admitted on (B)(6). Chemotherapy was performed. The PICC tube of the left upper limb was unobstructed. On (B)(6) the back of the left upper limb had mild edema, and the intravenous group was requested to continue the intravenous infusion treatment. At 6:40 on (B)(6), the upper limb swelling and joint pain were reported. The skin temperature was high, chemotherapy was stopped, and the PICC tube was pulled out at 8:30 in the intravenous group. Color doppler ultrasound returned at 10:43 on (B)(6): thrombosis in the upper arm segment of the left vein. It may cause necrosis of the left upper extremity and the formation of pulmonary embolism after the thrombosis falls off.